Manufacturer narrative:
(B)(4). Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that the set screws of this pacemaker device were stuck. Boston scientific technical services (ts) walked through the troubleshooting options with the boston scientific representative (rep), including using the wrench at a 20 to 30 degree angle, using heparinized saline or cutting off the device header. The rep indicated that they will try these suggestions. The surgical procedure to explant and replace this pacemaker device for normal battery depletion was documented as having been completed three (3) days after the call to ts for troubleshooting guidance. The rep subsequently indicated that the patient had her device successful changed with no damage to her existing leads. No additional adverse patient effects were reported.